Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 300 mg/dl on (aviva combo, system 1) and 120 mg/dl (aviva, system 2). Customer has thrown away the test strips box. No death or serious injury reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in italy while this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4). Product was discarded.